Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an diagnostic procedure. Reportedly, the sheath did not split. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(6). The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. Indication for use. A femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the sheath not splitting was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.